Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. However, based on the results of the investigation, possible causes for the reported failure include: failure of the rgb filter. Failure of the influence of the control board. Failure of the front panel main unit. Age deterioration due to long-term use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
As reported, the front panel on the visera elite xenon light source had all the led lights flashing. There was no patient harm or consequence reported as a result of this event.